Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial # (B)(6); implanted: (B)(6) 2024; product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 20-may-2028, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) was hit by a shopping cart attendant pushing shopping carts and fell. Leads migrated from t8 to t9. The event date is unknown, but it was reported there were no symptoms or stimulation issues. The issue is not yet resolved and is ongoing, but no actions were planned/taken at this time. The rep noted they would submit any new information that becomes available.

Manufacturer narrative:
Continuation of d10: product ID 3550-29 product type accessory product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead product ID 97791 product type accessory product ID 97791 product type accessory product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead product ID 977c265 serial# (B)(6) product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there were no issues with the lead. It was reiterated that a lead was never able to be placed in the epidural space. Lead was only wrapped behind the battery to plug the port. The issue has been resolved. Surgeon attempted paddle lead placement but was unable. All items have been explanted.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that a lead revision was attempted. Surgeon explanted both of the old leads, one accidentally cut when explanting from implantable neurostimulator (ins). Attempted to replace with new leads but unable due to scar tissue. One lead remains connected to ins but wrapped and placed behind the ins in the ins pocket just to keep the port plugged, the ins was programmed appropriately. The other port was plugged. Surgeon is going to consult with the patient and decide if they want to come back and attempt a surgical lead placement.

Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components are the leads: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97715 serial# (B)(6) was returned for product analysis. Analysis found a feedthru anomaly. H3: product ID 977c265 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that a lead revision was attempted. Surgeon explanted both of the old leads, one accidentally cut when explanting from implantable neurostimulator (ins). Attempted to replace with new leads but unable due to scar tissue. One lead remains connected to ins but wrapped and placed behind the ins in the ins pocket just to keep the port plugged, the ins was programmed appropriately. The other port was plugged. Surgeon is going to consult with the patient and decide if they want to come back and attempt a surgical lead placement.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: explanted: product type lead product ID 97791 lot# serial# unknown implanted: explanted: product type accessory product ID 97791 lot# serial# unknown implanted: explanted: product type accessory product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: explanted: product type lead h3: analysis of the leads ((B)(6) and (B)(6)) found no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977c265 serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reports that the surgeon attempted paddle lead placement but was unsuccessful due to scar tissue. Surgeon then explanted remaining perc lead and ins.